Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 600 mg/dl, 250 mg/dl, and a result in the 100's mg/dl (exact value unknown).